Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), product type: catheter. Product ID: 8709, lot#: l69915, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 03-nov-2013, UDI#: (B)(4); product ID: 8709, serial/lot#: (B)(4), ubd: 10-sep-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl at an unknown dose and concentration via an implantable infusion pump for spinal pain. It was reported that when the pump was replaced it was noted that the catheter had a hole in it and was leaking fentanyl. The pump was sent to the lab and it was "floating in medication." It was reported that the issue started about a month after a refill. It was reported that the issue occurred for almost a year even after they put morphine back in the pump, and the patient told them something was wrong. No further complications were reported.